Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter in the middle of a laparoscopic lobectomy procedure, the device was fired successfully, the staples were well formed, but the tissue was not cut it was necessary to use scissors to resolve the issue. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device. Visual examination of the reload noted that the reload was fully fired. The reload was loaded into the subject instrument for functional testing. The reload was applied to test media. The reload cycled without hesitation or binding and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.